Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received scs system on (B)(6) 2010. It was reported that the patient's ipg had not been recharged for several months. The patient programmer and the charger were unable to communicate with the patient's ipg. A new charger and programmer were unable to resolve the issue. The ipg was removed and replaced by a new scs ipg and the stimulation was captured post surgery. No further information is available at this time.